Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Additionally it was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Reportedly, the customer cleaned the speaker holes and re-loaded the cartridge to resolve the issue. Customers blood glucose level was 141-164 mg/dl.